Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the right atrial (ra) lead had high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.